Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Inappropriate device alarms/ alerts that occur in the absence of a device problem would not be likely to cause or contribute to death or serious injury. A problem with the alarm/ alert may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal complaint reference number: (B)(4).

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure or connection issue. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient started using the renasys go device on (B)(6) 2020 after a surgery in her leg with no problem. On (B)(6) 2020 it started displaying air leak, low vacuum, and high vacuum and would shut off. The nurse performed all the troubleshooting steps per clinical guidance, checked the seal, changed the canister and turned the device on and off several times, but the problem persisted. Connections and device were inspected but there were no visible damages. It is unknown how the treatment was completed or if there was a delay. No patient harm reported. No further information available.